Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000910216y with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot: 000910216y, device part number 195-430wjr / lot: 910216. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 000910216 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Event description:
The customer reported false positive results with the binaxnow covid-19 ag card kit performed on (B)(6) 2025 on multiple patients. This report addresses patient two (2) of ten (10). The customer reported a false positive result with the binaxnow covid-19 ag card kit performed on (B)(6) 2025. No confirmatory test was performed. Although requested, information regarding patient treatment and outcome was not provided.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the binaxnow covid-19 ag card kit performed on (B)(6) 2025 on multiple patients. This report addresses patient two (2) of ten (10). The customer reported a false positive result with the binaxnow covid-19 ag card kit performed on (B)(6) 2025. No confirmatory test was performed. Although requested, information regarding patient treatment and outcome was not provided.

Manufacturer narrative:
Corrections: a1 - patient identifier. Additional information: d4 - lot #. D4 - expiration date. D4 - primary UDI number. H6 - component code. H10 - related report numbers: changed from na to blank. The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the binaxnow covid-19 ag card kit performed on (B)(6) 2025 on multiple patients. This report addresses patient two (2) of ten (10). The customer reported a false positive result with the binaxnow covid-19 ag card kit performed on (B)(6) 2025. No confirmatory test was performed. Although requested, information regarding patient treatment and outcome was not provided.